Event description:
Home pt reportedly was away from home on vacation in 2002 when an issue occurred with the homechoice machine and pt was unable to complete therapy. The pt reportedly did not have any manual exchanges with pt. The pt left the following day and returned home the day of the event at 2am in the morning. The pt reportedly was traveling all of the previous day and did not dialyze. A new machine was delivered to the pt on the day of the event, the evening of event date, the pt began treatment on pt's new homechoice machine and received a system error alarm 2042 in dwell. The pt called the baxter technical assistance line at the time. In troubleshooting with the pt, the alarm was unable to be cleared. The pt did finish treatment on the day of the event with manual exchanges. The machine was swapped on the day after the event. The pt reportedly had gained an add'l 20 plus pounds of fluid, experienced chest pains and swelling of legs and feet due to missed treatments. The pt went to the clinic on the day after the event. Per the rn, the pt was experiencing symptoms of fluid overload. The rn stated the pt was instructed to do dialysis 24 hours until fluid was pulled off and the pt's symptoms subsided. According to the pt, 24 hours dialysis was performed over a six day period. Per the rn, the pt has fully recovered.